Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had high out of range pacing impedances greater than 2000 ohms. It was reported that the plan was to increase the device follow-up to monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received that the ra lead was explanted and replaced due to high pacing impedances greater than 2000 ohms. During the procedure, the lead was disconnected from the device and tested on the pacing system analyzer (psa), where the impedances remained high. Intravenous antibiotics were administered to the patient, and the patient was hospitalized as a result of the revision. The device remains in-service. No additional adverse patient effects were reported.